Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure the left eye was not doing well, she feel as if have sand and hair in eye. The iol was implanted 3 months ago and consumer on second round of antibiotics and steroid treatment. Additional information was not requested due to lack of reporter contact information.